Manufacturer narrative:
Further information was request but was not available.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a charge time limit reached alert was observed on remote transmission but the charge time was a normal value on the implantable cardiac defibrillator (ICD). A manual capacitor maintenance in clinic was recommended. The ICD was being monitored. There were no patient consequences.